Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that a functional inspection was carried out. The ECG wave directly from the patient sometimes disappears. ·not reproducible·no breaks in the ECG cable were found. There were no problems with displaying the ECG waveform using the trainer and electrodes. Since this occurs when only 3 leads are used, we recommend using 4 or more poles. Operating hours: 4855 hours pump cycle count: 21,798,017 cycles. Sd cycles: 3,863,782 cycles. Sd next replacement period: may 2027 next replacement period: 6,000,000 cycles. Td next replacement period: october 2025 next replacement period: 24,000,000 cycles 9vbb next replacement period: march 2025. Bt next replacement period: may 2026, may 2026 pm time replacement period: 5000 hours. Measuring equipment used: hs-010, hs-023, hs-025 operation confirmed as good. After each operation, the operation was confirmed based on the inspection record sheet and it was confirmed that the equipment is currently in good condition and working.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG (direct) input may be interrupted. There was no patient harm reported . Driving continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)